Event description:
It was reported that the patient had a urinary tract infection along with a decrease in urinary retention. The patient indicated that they had been getting up 3-4 times per night and going often during the day. The patient had been on a water massage bed at the chiropractor's office recently, but she indicated that symptoms were present before her visit. The patient inquired about lead migration as she was concerned that the massage may have moved her leads. It was also noted that the patient can feel stimulation, and 2.0v is too high. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v746951, serial#, implanted: 2011 (B)(6), explanted: product typ lead, product ID 3037, lot#, serial# (B)(4), implanted: explanted: product typ programmer, patient. (B)(4).